Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during a saphenous endoscopic vessel harvesting procedure vasoview hemopro 2 jaws separated from the jaws. The evh kit was inserted into the harvesting cannula per the IFU (jaws closed, the tip of the jaws up). Power supply set at 3. New device was opened and used without issue. Nothing remained in the patient. No harm to the patient. No procedure delay.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h6 - medical device ¿ problem code "from 2976" to "2981". The device was returned to the factory for evaluation on 12/20/2024. An investigation was conducted on 01/29/2025. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot#: 3000433775 history record review was completed. There was one (01) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.